Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Error logs showed that the can communication was lost at the mobile view station (mvs) power board. Mvs power board replaced. System passed a full checkout and is fully functional. The mvs power board has not been received by the manufacturer for evaluation. A software investigation was also completed. This investigation determined that this was hardware induced event, attributed to the mvs power board. O-arm software was functioning as designed. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was powered on, but after moving the system and plugging it back in, the mobile view station (mvs) screen became black. The line power light was reportedly illuminated, along with the system on light and the monitor light. A shut down of the system was attempted, but the system would not shut down. When the back of the mvs was opened for initial troubleshooting, it was found that the mvs computer was off. The computer was turned on using the switch on the back and the system booted up properly. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect power control board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.